Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, fold creases, a curved opening on radius, a curved opening on valve bond edge, and missing shell (0-25%). Leak test and microscopic analysis was performed, which identified, a sharp opening on valve bond edge and a striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge assessed, as an unidentified (tear) opening. A striated opening on radius assessed, as surgical damage consist in the use of some surgical tool. Missing shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.